Event description:
Adverse event(s): "no pt involvement." (No pt involvement). Product problem(s): "footswitch non functional upon start up." (Device inoperable). A customer reported the footswitch was found to be non-functional upon start up. There was no pt involvement. Add'l info has been requested.

Manufacturer narrative:
The facility called in to technical services and a new foot pedal was ordered. The customer declined technical support. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).